Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for renal dysfunction, hepatic dysfunction, and sustained ventricular arrhythmia which needed direct-current cardioversion. Fluid replacement was also performed. The patient's hepatic dysfunction was considered to be caused by worsening right heart dysfunction. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Information later received stated that the hospital was contacted and would not provide any additional information regarding the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists cardiac arrhythmia, right heart failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Additionally, the IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that renal dysfunction was not one of the reasons the patient was readmitted.